Manufacturer narrative:
The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The second (cds0601-ntr, 91121u245) and third clip (cds0601-xtr, 00212u242) are filed under separate medwatch report numbers.

Event description:
This is filed to report the clip damaged by another clip and single leaflet device attachment (slda) occurred. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip (00212u243) was implanted. A second clip delivery system (cds, 91121u245) was advanced and the clip came in contact with the first clip when the second clip was inverted and retracted to come above the mitral valve. The first clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). The second clip was placed in an attempt to stabilize the slda, but mr was not reduced and the slda was not stabilized. At this point, visualization became poor; therefore, it was decided to remove the clip and not implant it. One clip was implanted, reducing mr to 3-4. A second procedure was scheduled for a later date. The patient was not doing well and remained hospitalized. On (B)(6) 2020, the second procedure was performed to treat the slda. Mr had increased to 4. The cds (cds0601-xtr, 00212u242) was advanced to the mitral valve and grasping was performed but was difficult grasping the posterior leaflet and during the grasping attempts the anterior leaflet became torn. It was noted that the mitral valve was very friable; therefore, the procedure was aborted. There was no clip implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issues. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information available, the reported device damaged by another device (dislodged) was due to user technique/procedural conditions as another clip interacted with this already implanted clip dislodging it from the anterior leaflet. The reported single leaflet device attachment (slda) appears to be a cascading effect of the reported device damaged by another device (dislodged) in combination with the challenging patient anatomy (annular calcification). The reported recurrent mitral regurgitation (mr) was a result of the reported slda as the mr went back up to grade 4 few days after the procedure. The reported patient effect of worsening mitral regurgitation as listed in the mitraclip ntr/xtr system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.na